Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor system. No compromised forces sensor system alarm was noted. The pump was unable to verify motor error alarm due to prime anomaly. The motor passed motor test. The pump had scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings, motor error and compromised force sensor system from the insulin pump. The customer's blood glucose reading was 471 mg/dl. The customer treated with the pump. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that the motor error occurred more than once in the last 30 days. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.